Event description:
It was reported that a dissection occurred. The patient presented with an inferior wall myocardial infarction. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery (rca). Following pre-dilatation with a 2.50 x 12 mm non-compliant balloon, a 2.75 x 48mm synergy shield was deployed at 16 atmospheres for 10 seconds. A 3.50 x 12 mm non-compliant balloon was used to post dilate the stent. A type b flow-limiting dissection was observed at the proximal stent edge in the proximal rca. Per physician, vessel bend and calcification contributed to the occurrence of the dissection and timi ii flow. A 3.50 x 16 mm synergy megatron was deployed to cover the proximal stent edge dissection. The procedure was completed, and the patient fully recovered and remained stable.